Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - please provide the lot number: contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024; and a suture was used. The problem of pulling off suture needle happened in surgery. Doctor discovered and searched in a timely manner. There were no adverse consequences to the patient. Additional information has been requested.